Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the initial implant of this annuloplasty mitral band, the leaflets were not coapting properly due to the chordeatendina. As a result the band was explanted and replaced with a non medtronic product. No additional adverse patient effects were reported.